Manufacturer narrative:
(B)(4). Batch # n92m6c. The analysis results found that the el5ml device was returned with no damage in the external components. In addition, 2 conforming clips and 1 unformed clip inside a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 7 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown surgery, the clip fell off from the device. Another device was used to complete the case. There were no adverse consequences to the patient.